Event description:
Caller reported experiencing air bubbles in the tubing. There was no adverse impact to the customer's blood glucose level. The issue, which occurred on a previous day, was resolved by the caller priming the tubing.